Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels and vomiting. The customer also stated that she was in a coma for three days. The customer stated that she was wearing the insulin pump at the time of the hospitalization, but stopped using it after the event due to having bad vision. No troubleshooting was conducted due to the customer no longer being on insulin pump therapy. Nothing further was reported.